Event description:
Analysis of the generator was completed on (B)(4) 2014. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the vns patient passed away due to an unknown cause. It was reported that the relationship of the death to vns therapy has not yet been determined. It was reported that the device would be explanted and sent back for analysis; however, the device has not been received to date. Attempts to obtain additional information will be made, but no additional information has been received to date.

Event description:
Additional information was received stating that vns patient¿s device was explanted prior to cremation. The patient¿s neurologist believes that the cause of death was sudep. The patient¿s death certificate was received. The immediate cause of death is listed as ¿chronic epilepsy of undetermined etiology¿ with an interval of many years. No other health conditions leading to the immediate cause of death were shown on the document. The manner of death is shown as being ¿natural.¿ it was noted that the patient had no major medical issue of significance the days and weeks prior to her death. The patient still had some seizures requiring rescue medication and the most recent seizure was noted to be (B)(6) 2013 and ¿probably just prior to death.¿ the patient had a head bump injury during the (B)(6) 2013 seizure but no resulting complications from it. At around 8:45am on (B)(6) 2013, the patient was found unresponsive on the floor of her bedroom. CPR and resuscitation attempts proved unsuccessful and she was pronounced dead at 9:22 am. The autopsy report concluded that the death was due to chronic epilepsy of unknown etiology. The physician¿s post mortem review ((B)(6) 2014) concluded that the death was likely due to complications from epilepsy. Clinic notes were received indicating that the patient the patient had many seizure types that increased and decreased over the course of the notes. These include many hospitalizations for seizure increases and episodes of status epilepticus. The conclusion drawn from these notes is that the patient¿s epilepsy did not respond to any treatment, including vns. Based on the available information about the patient¿s death, an internal classification has determined that the death was definite sudep. The explanted generator and lead were returned to the manufacturer for analysis. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Analysis of the returned generator is currently underway.